Event description:
Received a report from the USA regarding a motor device which would not hold the burr during surgery. The reporter stated "he would contact the operating room secretary for a healthcare contact and would call back with that information." It was unknown to the reporter if any delays were reported or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The motor device was received and an evaluation was performed. The motor device was tested and the device failed the cutter insertion test. The tip bearing was damaged and would not allow a cutter to be inserted or secured. Evidence suggest that this was due to usage wear over time. (B)(4).